Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician stated that the helix on the ventricular leadless pacemaker (vlp) did not look right. The interrogation also showed sub-par numbers. The vlp was removed and replaced. Further information was requested however, was not provided.